Event description:
Per notification event description: "our rns utilize heel warmers in nicu prior to sticking the infant. Some of the rns notified that the warmers seemed too hot. Our biomedical engineering dept was asked to test the warmers an their testing with a calibrated thermometer measured a temp of 115.5 degrees. Product info for this device lists a maximum temp of 105 degrees". (B)(4).

Manufacturer narrative:
The product description and lot number in the report does not match any of coopersurgical's products. A follow up to the reporting user facility, confirms the subject device was not manufactured by coopersurgical. The subject device was identified to be an aeromed heel-warmer product # am355nw lot # 011415.